Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 2 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Kinks were noted 87.1 cm, 113.5 cm and 129.7 cm from the hub. A pinhole of the balloon was confirmed over the distal marker band. Damage seen at the guidewire notch was consistent with device use. Device analysis determined the condition of the returned device was consistent with the reported information of a rupture.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 2 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.